Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone coating on jaws began separating from jaw. Harvester fearful that it may fall off into leg. Nothing fell off into patient leg requiring retrieval. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone coating on jaws began separating from jaw. Harvester fearful that it may fall off into leg. Nothing fell off into patient leg requiring retrieval. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 01/30/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on the tip of the cold jaw was observed to be peeled, exposing the metal portion of the cold tip. No other visual defects were observed. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw" and confirmed for the analyzed failure ¿material bent/twisted.